Event description:
Customer reports lancet sticks out after firing, while using the soft touch lancet device. Customer is using generic lancets. Customer reports, a few accidental sticks. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.